Manufacturer narrative:
The device has been rec'd for evaluation; however, evaluation is not yet complete. A f/u report will be filed.

Event description:
Rec'd info stating customer's pump unexpectedly shutdown. There was no impact to the customer's blood glucose level.